Manufacturer narrative:
Clinician stated that lodi implant failed to osseointegrate. Patient had moderate density bone. The implants were not immediately loaded. The clinician did not provide the following information.: amount of torque used on abutment and implant and whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone and is rejected by the body, the cause is unknown. The lot history record of the implant was reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required. Note: initially sent to FDA on 05/28/2015, under MDR ref. No. 2023950-2015-000074.

Event description:
Lodi implant failed to osseointegrate. While prosthesis was being made, clinician noted that the implant was moving. Then patient inadvertently swallowed the implant. New implant was -placed.